Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. 4 years following, the patient experienced limited range of motion with pain in the right tka, subject impacted the knee 2 months prior and underwent physical therapy rehabilitation. Subsequently, the patient has now experienced aseptic femoral loosening found on the radiographs. Patient deigns pain but indicates that rom is more of a concern; at this visit was 0-85 degrees flexion. As a result, approximately 5 years after initial replacement, the patient is again undergoing physical therapy rehabilitation. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm: (B)(6); 02-022-55-3030 - truliant por tib tray size 3f/3t: (B)(6); 200-02-35 - three peg patella 35mm: (B)(6). The reason for the reported event cannot be confirmed from the information provided, but may have been due to femoral loosening and loss of range of motion. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.